Event description:
It was reported, the stent partially deployed during a declot of an av access graft in the left forearm. The device was used with a 9f sheath and a guide wire, that was being deployed past the loop in a loop graft. There was no vessel calcification and the doctor did not have any difficulty advancing the delivery system to the target lesion. The stent became 'hung up' and wouldn't come out. The delivery system was removed and an 8 x 60 stent was used successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.